Manufacturer narrative:
It was reported from the vad coordinator that the patient, who has well documented tia (transient ischemic attack) episodes x3, was sitting in her house yesterday evening in her usual state of health at which point in time she started to feel a sensation of vertigo. Shortly thereafter, patient felt as if a curtain lowered over her eyes, and she was unable to see anything at all. She kept her eyes closed for a few minutes, and afterwards had a "kaleidoscope" sensation during which multicolored flashing lights appeared in her eyes, and her vision returned to normal. Never experienced any slurred speech, numbness or tingling in her extremities, focal weakness. Patient denies loss of consciousness, tongue biting, or bowel or bladder incontinence, after the deficit came on, she reported having a headache (which had recurred on my evaluation), which lasted for a period of hours, markedly worsened by light, is left-sided but radiates to her right side, and has a pulsatile, sharp character. Minimal reported headaches but the patient states that she has a stoic personality and that she has been having increased light sensitivity over the past several years. Patient presented to ut-knoxville ER c/o 15min transient blindness which was resolved on own by the time she was seen in the ER. 1/15/2015 inr = 1.6 with reported doppler >90 and sbp > 110. Head CT was performed in the emergency room which was normal and transferred to vumc for further work-up for tia/questionable migraines and observation from neuro team. No additional information provided. Investigation is ongoing. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to an outside hospital emergency room and complained of fifteen (15) minutes of transient blindness which had resolved on its own by the time she was seen in the emergency room. The patient reportedly had a well-documented history of transient ischemic attacks (tia) episodes three (3) times previously. She was in her usual state of health and sitting in her house when she started to feel a sensation of vertigo. Shortly thereafter, she felt as if a curtain lowered over her eyes, and she was unable to see anything at all. She kept her eyes closed for a few minutes, and afterwards had a "kaleidoscope" sensation during which multicolored flashing lights appeared in her eyes, and her vision returned to normal. The patient reportedly never experienced any slurred speech, numbness or tingling in her extremities, focal weakness and denied any loss of consciousness, tongue biting, or bowel or bladder incontinence. After the onset of the event the patient reported having a headache which lasted for a period of hours which was markedly worsened by light, was left-sided but radiated to the right side and had a pulsatile, sharp character. The patient reported having minimal problems with headaches but stated that she has a stoic personality and that she has been having increased light sensitivity over the past several years. The emergency room performed a computed tomography (CT) scan of the patient's head which was reported to be normal. The patient was then transferred to the treating facility for further work-up and observation. The patient was discharged to home three (3) days later on (B)(6) 2015 with no further issues. The device remains implanted and will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device remains implanted and will not be returned to the manufacturer. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including transient ischemic attacks, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The device listed in this report is used for treatment, not diagnosis. Any information received regarding this event after filing this report shall be filed on a supplemental MDR. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Device remains implanted.